Event description:
It was reported that there were concerns of premature battery depletion premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD). The battery projection was depleting faster than expected, going from five years remaining to three and a half years in nine months in march, with the latest remote interrogation showing less than three months remaining from the previous estimate in just four months. Boston scientific technical services (ts) analyzed the data and confirmed that it was exhibiting signs of pbd. Ts advised for the device to be replaced within 90 days, with elective replacement indicator (eri) possibly triggering within 28 days. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD). The battery projection was depleting faster than expected, going from five years remaining to three and a half years in nine months in march, with the latest remote interrogation showing less than three months remaining from the previous estimate in just four months. Boston scientific technical services (ts) analyzed the data and confirmed that it was exhibiting signs of pbd. Ts advised for the device to be replaced within 90 days, with elective replacement indicator (eri) possibly triggering within 28 days. The device has been explanted and a new device was implanted. The device has been returned and was analyzed. No additional patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Manufacturer narrative:
Amendment corrected fields: h3 device eval by manufacturer? H3 device eval by MFR sum attach? The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that there were concerns of premature battery depletion premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD). The battery projection was depleting faster than expected, going from five years remaining to three and a half years in nine months in march, with the latest remote interrogation showing less than three months remaining from the previous estimate in just four months. Boston scientific technical services (ts) analyzed the data and confirmed that it was exhibiting signs of pbd. Ts advised for the device to be replaced within 90 days, with elective replacement indicator (eri) possibly triggering within 28 days. The device has been explanted and a new device was implanted. The device has been returned and was analyzed. No additional patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that there were concerns of premature battery depletion premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD). The battery projection was depleting faster than expected, going from five years remaining to three and a half years in nine months in march, with the latest remote interrogation showing less than three months remaining from the previous estimate in just four months. Boston scientific technical services (ts) analyzed the data and confirmed that it was exhibiting signs of pbd. Ts advised for the device to be replaced within 90 days, with elective replacement indicator (eri) possibly triggering within 28 days. The device has been explanted and a new device was implanted. The device has been returned and was analyzed. No additional patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD). The battery projection was depleting faster than expected, going from five years remaining to three and a half years in nine months in march, with the latest remote interrogation showing less than three months remaining from the previous estimate in just four months. Boston scientific technical services (ts) analyzed the data and confirmed that it was exhibiting signs of pbd. Ts advised for the device to be replaced within 90 days, with elective replacement indicator (eri) possibly triggering within 28 days. The device has been explanted and a new device was implanted. No additional patient effects were reported.